Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer was also experienced loss of communication between insulin pump and transmitter and reported damage to the battery compartment. Customer reported blood glucose value of 320 mg/dl and also mentioned having migraine. Customer treated hypoglycemia with glucose/carb intake and treated hyperglycemia with IV insulin drip (intravenous insulin infusion) and emergency room visit. The event involved product(s) mmt-1880, mmt-332a, mmt-381a, mmt-7020a, mmt-7911na. Troubleshooting was performed for hypoglycemia and physical damage to the insulin pump. Customer was using the insulin pump system within 48 hours of reported event. It was unknown if the customer was using auto mode at a time of event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-381a. No product return is required for mmt-7020a. No product return is required for mmt-7911na.

Event description:
Update summary: per updated notes from on (B)(6) 2025, the auto mode/smartguard feature was not active at the time of incident nor was the customer using sensors.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched/torn display window cover, scratched case, cracked case at corner of the belt clip rail, stained serial number label, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 24-mar-2025 of the daily total collection start time, the daily total of basal insulin delivered = 111250 (11.125 u) and daily total of bolus insulin delivered = 0 (0 u) which is equal to the daily total of all insulin delivered = 111250 (11.125 u). Perform the history review 1 week prior to the event date 24-mar-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. No communication-between pump & xmtr not confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.